Event description:
Product missing 1 fiber loop suture in kit. Product is supposed to contain 2 fiber loop sutures implant system hand/wrist internal brace. Arthrex lot# 15055282, ref# (B)(4), expiration [redacted date].